Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had no capture at high outputs. At the lead revision, imaging indicated to the physician that the rv lead had migrated forward. The rv lead was partially explanted and replaced. Additionally, at the lead revision procedure, it was noted that the atrial lead sensing had dropped. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.